Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/14/2019.

Event description:
The customer reported that the navigation ring is not working. There was no patient involvement. The fse (field service engineer) evaluated the ventilator and confirmed that the front bezel navigation ring was not responding to touch. The fse replace the front bezel and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed.